Manufacturer narrative:
Eval: the iab was rec'd intact for eval with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab, if any, was not returned for eval. The catheter od was measured and found to be within datascope's mfg specs. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a lab 60 cc syringe and one-way valve. With the vacuum maintained, the folded membrane easily passed through a lab 10 french, 6 inch sheath without difficulty.

Event description:
The dr was unable to insert the iab into the sheath. A second iab was inserted using the same sheath. On 3/10/98, the following was reported to datascope: the balloon would advance into the pt's artery using the sheathless technique. A sheath was then inserted into the pt. Then, it was not possible to insert the balloon into the sheath. Another balloon was opened and inserted into the sheath without complications. [Event complications]: none from the event-reported 1/26/98 and 3/10/98. [Pt's current status]: unk-rpt'd 1/26/98.